Manufacturer narrative:
Failure analysis confirmed that the insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. However the insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and cracked battery tubethreads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer sated the motor error occurred more than three times. It was stated the customer had multiple motor error alarms in the history. The insulin pump will be returned for analysis.